Event description:
It was reported that a couple years ago when the patient had the second pump implant he had "problems". The patient was in the hospital for few days. Per the patient, the hcp probably should have given him some medication, pills or something but it didn't work out but he recovered. The patient reported he had back problems and high blood pressure and severe pain at that time, stomach problems and the patient's back was hurting in different places. The pump was used to deliver clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the event occurred following pump replacement on (B)(6) 2007. The patient was given a new model pump but the dose remained the same. Several hours after the patient arrived home, he began suddenly with uncontrollable tremors, diaphoresis and nausea. The patient took a percocet for his low back pain, which he typically did not do. The patient presented to the emergency room (ER) later that day at which time he did not have back pain. The patient had no headache, fever, chills or vomiting, chest pain or shortness of breath; however, he did have some abdominal tenderness and pain which was fairly diffuse around the pump insertion site. The patient had no paresis or paresthesias. The patient was pale in appearance, diaphoretic and extremely anxious at this time. The patient was given IV normal saline, IV ativan and IV dilaudid. After the first dose of ativan and dilaudid the patient developed a headache. The patient was given oral clonidine and IV phenergan. The patient was admitted to the hospital at which time his headache was well improved but not resolved. Per the implanting doctor, ¿there is some dead space created in the flow of the pump from cerebrospinal fluid (csf) that runs into the tube when the procedure is done¿ it most likely accounts from why he is in withdrawal at this time¿. The clinical impression was clonidine withdrawal. The patient was discharged from the hospital and the condition was stable.

Manufacturer narrative:
(B)(4).